Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right atrial (ra) impedance measurements of greater than 2000 ohms. A surgical revision was performed and a loose set screw was identified. The patient's ra lead was evaluated after reconnection via the pacing system analyzer (psa) and through the device. All measurements were within normal limits. No additional adverse patient effects were reported. The device remains in service.